Manufacturer narrative:
This serial number was included in a field advisory. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg became inoperable due to failure to recharge their scs system for two years. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced with a new model to address the issue.